Manufacturer narrative:
No unexpected button error alarm or display anomaly was noted. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump when attempting to deliver a bolus. The customer stated that the numbers kept scrolling. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. The customer stated that the day prior the buttons seemed to be sticking while trying to bolus. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.